Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect after a computerized tomography (CT) scan. The symptoms returned that evening. The pt believed the device was on during the CT scan. The pt was also unable to adjust stimulation. There was condensation inside the battery compartment. The pt tried new batteries but nothing appeared on the programmer screen. Further info from a company representative indicated that the device seemed to be functioning properly and the pt had symptom relief.